Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter screen allegedly goes dark and hour glass appears and then after 45 seconds and turns off. The issue was not resolved with troubleshooting.

Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.